Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 2.3 mmol/l. Customer was treated by eating. It was unknown that customer was using auto mode or not. Troubleshooting was declined for low blood glucose level. The insulin pump will not be returned for analysis.